Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced stuck button alarm. The customer's blood glucose value was 350 mg/dl. The customer stated that the middle button was stuck down. The customer stated that they were able to clear the alarm. The customer was advised to revert to the back-up plan. The product was returned for analysis.